Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump. Pump drug information was not reported. It was reported that the hcp had a patient recently where she got back less volume than expected, approximately 7-8 ml. The hcp did not think that the patient was accessing their pump and was concerned that the pump may be overinfusing.